Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic inguinal hernia procedure, the device's fired three or four clips and then they became jammed. One clip that was fired with the first device was malformed and had to be removed. Another device was used to complete the procedure. There was no adverse consequence to the pt.